Event description:
It was reported that a patient presented in clinic for right atrial (ra) lead noise causing oversensing and inappropriate automatic mode switch episodes. It was decided to cap the ra lead, and a new lead was implanted without complication on (B)(6) 2025. The patient remained stable pre/intra/post procedure.